Event description:
The pt reported that the pump did not recognize the cartridge during the load cartridge phase.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed a supplemental report will be filed. No conclusions can be made at this time.